Event description:
It was reported, the patient is experiencing pain at her scs ipg pocket site and her scs ipg is rubbing against her bone. Additionally, the patient has not charged her scs system in several months. Follow-up identified the patient's scs ipg was explanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.